Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 0100010709, metasulâ® alpha insert, 2464429; 193206, metasulâ® head, 2464451; 4245, allofit screwless cup, 2472443. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left hip procedure. Subsequently, the patient was revised due to metallosis. The patient also had a collection of fluid and pain. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the stem identified debris on the distal portion of the stem and also visible debris around the taper of the stem. There were also scratches around the taper where it mates with the head. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.